Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient was dissatisfied with a color ilet and a black-and-white ilet and experienced hypoglycemic events on the color ilet; the user also expressed concern that the new clip did not protect the pump as well as a prior rubber case. Symptoms included hypoglycemia that required oral glucose. Outcomes included troubleshooting and education on device adaptation time and recommendations to consider third-party protective cases, with a plan for the patient to meet with a trainer and determine which device to return. Investigation included customer counseling on device learning period and accessory options. Investigation of this case revealed no device malfunction identified during the interaction, and the cause of hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.